Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a excision back procedure on an unknown date and suture was used. It was reported that needle breakage occurred. In some patients (over the last three weeks or so), the needle has broken during insertion. Needle tips remain in the tissue, sometimes requiring intensive searching. Users have never had problems with this standard suture, but now the needle quality seems questionable. The metal appears "brighter." The patients were treated with the same material until the wound closed. In some patients, a needle with a stronger needle had to be used. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/24/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: (B)(4): needle breakage during use on patient. Needle tips remain in the tissue, sometimes requiring intensive searching. The metal appears "brighter." (B)(4): in some patients (over the last three weeks or so), the needle has broken during insertion. Needle tips remain in the tissue, sometimes requiring intensive searching. The metal appears "brighter." - could you please confirm how many devices demonstrated the alleged deficiency? - what is the total number of procedures for the 15 devices involved? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? - were there any adverse consequences associated with the patient(s)? Please provide an answer for each patient involved: - can you confirm whether the needle tip was retained in each of the patients involved in this complaint? If only some patients are affected, please indicate how many still have the needle tip retained and how many no longer have it. - were x-rays taken to locate the needle piece(s)? - was there any additional tissue damage resulting from the search for the needle piece? - is there any plan in place to remove the needle piece in the future? - if so, could you please provide the scheduled date for the removal? - was there any additional tissue damage resulting from the search for the needle piece? - in which tissue structure was the broken needle located? - what is the surgeon's opinion of the potential consequences for the patient? - what is the current status of the patient? - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.